Event description:
The customer called and stated that they feel the pump was over delivering insulin. The customer stated that they have had low bgs for the past three nights. The customer indicated that they would like to adjust the basal rates. Troubleshooting was performed. The lead screw over rotated. Advised the customer to revert to back up of manual injections.